Manufacturer narrative:
Visual inspection performed by medacta shoulder r&d project manager on 24 october 2023: the prongs are confirmed to be massively deformed. Given the entity and the type of damage, the deformation likely occurred during the screw removal with use of a clamp. The root cause is identified in the use of the wrong instrument, "glenoid polyaxial screwdriver - non-retentive", for the screw insertion. No action is suggested. Batch review performed on 03 october 2023: lot 2246832: 49 items manufactured and released on 25-jan-2023. Expiration date: 2028-01-03. No anomalies found related to the problem. To date, 35 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 03 october 2023 reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 (k170452) lot 2304638: 70 items manufactured and released on 14-apr-2023. Expiration date: 2028-03-25. No anomalies found related to the problem. To date, 52 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During the surgery, the prongs of two glenoid polyaxial screws were deformed, during the insertion phase while using the glenoid polyaxial screwdriver - non-retentive. The bone was hard. The glenoid polyaxial locking screw - l26 was replaced with another screw, while the glenoid polyaxial locking screw - l34 was reamed down with airtome cutter. Delay time was 40 - 50 min.